Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement while using the ilet bionic pancreas; the infusion set appeared functional, and customer support provided troubleshooting and education with no device alerts reported. Symptoms included elevated blood glucose to 220 mg/dl without loss of consciousness, dizziness, or other acute complications, and no ketone testing was performed. Outcomes included transient hyperglycemia above 180 mg/dl for approximately 30 minutes, with no medical intervention, no back-up therapy, and no hospitalization. Investigation included customer interview and review of device use history. Investigation of this case revealed that the event was attributable to user operation related to a missed meal announcement rather than a device malfunction. It was concluded that the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.